Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had blood at the site. The serter would not release the sensor as well. Customer's blood glucose level was 740 mg/dl. The device was not returned.

Manufacturer narrative:
After further review of the complaint, it was determined the customer blood glucose value was 140 mgl/dl. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.